Event description:
Corrections to all fields- this report was filed in error. There were no allegations associated with the initially reported device.

Manufacturer narrative:
Corrections to all fields- this report was filed in error. There were no allegations associated with the initially reported device.

Manufacturer narrative:
Product was returned without decontamination form which prevent it's examination. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. As indicated into roi-c surgical technique: at step_ insertion of the second half anchoring plate: insert the second half anchoring plate and impact it by following the same technique that the one used for the first half anchoring plate, while ensuring to insert this second half anchoring plate into the slot at the opposite of the one used for the first half anchoring plate. From the information provided, the product history records, the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. The root cause is related to a mishandling during anchoring plate insertion: the two anchoring plates were inserted in the same slot of inserter and it breaks the cage.

Event description:
Roi-c: broken cage during implantation. It was reported that during a roi-c surgery the cage broke when it was implanted. The surgery was completed with another product. The patient is in good health. The program was delayed for nearly 30 minutes due to the need to remove the damaged cage when the event occurred. The patient had normal bone mass. The connection between cage and cage holder was correct. The sagittal angle was respecting head or foot direction. The impact sequence of anchor plate respects the surgical technique (first using impactor 1, then using impactor 2). The first anchor plate was fully in place but the two anchors were implanted in the same slot. No x-rays are available.